Event description:
It was reported that the patient was brought in for an implant. It was discovered by the field rep at this time that the patient¿s previous system was explanted sometime after implant due to an infection, attributed to the entire system. The infection cleared after device removal, antibiotic treatment required, and the patient was being re-implanted with surgical paddle lead by neurosurgeon. Explant date and infection date was asked about but not given, but the issue was resolved. The rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2025; product type: lead; product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2025; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 16-jun-2029, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(6), ubd: 16-jun-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.